Manufacturer narrative:
Photo device analysis: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified broken device. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "suspected rupture" and "free fluid." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported right side "suspected rupture" and "free fluid." Device has been explanted.